Manufacturer narrative:
The retrospective analysis has not indicated any technical failures or erroneous operation of the system. Treatment parameters were in line with the typical range. The system performance was found to be according to spec and as expected. No new risk was recognized.

Event description:
Patient reported lip numbness during essential tremor treatment that ended with tremor relief. By the end of treatment, patient report the numbness had subsided. Three days post treatment, during routine follow-up, patient reported that lip numbness had returned.